Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received two devices opened by the account and two sealed representative samples. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The visual inspection of the opened sample noted no sutures and two needles. The needles were returned disengaged from the sutures. Under microscopic inspection, instrument marks were noted near the swaged end of the needles. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Grasping the needle at the swaged end can cause the needle to break, bend, or become disengaged from the suture. The needle should always be grasped in the middle, where the diameter is greatest. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lobectomy-mammae, when closing the fat, the thread broken at the place where it is fixed to the needle and it happened twice. They took a new suture to complete the case. There was no patient injury.